Event description:
It was reported during a liver biopsy procedure, upon removal from the patient, a burr was noted on the outer cannula of this biopsy needle. Another device was used to successfully complete the procedure without any patient complications. The patient's condition is good. This device has not been received for evaluation. Therefore, no failure analysis is available. User technique during preparation of this device may have contributed to this event. However, the company is unable to determine the exact cause for this event.